Manufacturer narrative:
(B)(4). Lot number: potential lot number - p5l0783x; expiration date: 11/30/2020; device manufacture date: 11/01/2015. (B)(4).

Event description:
According to the reporter: free flap / neck dissection procedure. Anatomy involved is neck and legs during flap dissection. There is issues with clip security in the instrument jaws and clip security on the vessels. Clips tend to get knocked loose very easily while positioning on vessels. This causes a laceration to the vessels if the fallen clip is not noticed before the handle is squeezed. Clips also come loose off of vessels very easily after placing the clip. The clips do not line up with each other evenly or consistently. New devices are opened to correct the condition.

Manufacturer narrative:
(B)(4). Device evaluation: post market vigilance (pmv) led an evaluation involving a clip applier subject to patient event reports captured under the following files: (B)(4). A review of the device history records has been performed for all potential lot information provided by the account. This review confirmed that the products were released meeting all medtronic quality release specifications at the time of manufacture. This evaluation was based on a medical review of all the data received from the site and a pmv review of complaint trends. The clinically applied product was not available for analysis and was the subject of one patient event. Photographs were not received for analysis. This incident was characterized by the clips tend to get knocked loose very easily while positioning on vessels. The root cause for the reported condition could not be reliably determined as the device was not received for investigation and sufficient evidence was not provided to determine a potential root cause for this issue. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate.